Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event investigation summary: one powerport MRI isp, one catheter loaded onto one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Gross visual, microscopic and functional evaluations were performed. The investigation is inconclusive for the reported unable to aspirate issue, as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicated no difficulty in infusing or aspirating the port body under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the bent. No bent were reported by the user. Therefore, the bent on peel apart sheet is determined to be an incidental finding. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately ten days post port placement through right internal jugular vein, the body of the port was allegedly occluded which leads to flushing problem. The procedure was completed using another port. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that approximately ten days post port placement through right internal jugular vein, the body of the port was allegedly occluded which leads to flushing problem. The procedure was completed using another port. There was no reported patient injury.